Event description:
A jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, "... During the cutting procedure, the wire of the sphincterotome ... Broke into two pieces; however, no piece remained inside the pt ... ." The procedure was successfully completed with a second jagtome rx sphincterotome device. No pt complications were reported as a result of this event and the pt was "ok" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, a device eval was not performed. The cause of the reported device malfunction is undetermined; however, possible causes for cutting wire breaks include: improper tome position, which allows the cutting wire to abut the endoscope, resulting in a short circuit excessive power applied to the cutting wire, due to improper generator settings. A review of the complaint database identified one add'l complaint reported for this lot, for an unrelated issue (mis-orientation).